Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2009; 7120, competitor implantable tachy lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged during extraction of the competitor right ventricular (rv) lead. The lead had been implanted after the use before date as well. A new lead was implanted and no patient complications have been reported as a result of this event.